Event description:
It was reported a spectrum pump had constant air in line alarms. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant air in line alarms were unable to be reproduced, but were confirmed through review of the event history log. Evaluation determined this condition to be caused by a failed upstream sensor with low fluid number readings. This condition made the device have increased sensitivity to air in line alarms. The upstream sensor was replaced.